Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited intermittent capture. No changes or intervention was reported. There were no patient consequences.